Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator at the manufacturer service center and error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion the internal battery need to be replaced to resolve the issue. Additionally, during the service of the device, components were recommended to be replaced due to cosmetic/physical damage or as part of maintenance of the device unrelated to the reported malfunction. No repairs were performed, and the device was placed on hold while awaiting the internal battery. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation of the trilogy 100 ventilator at the manufacturer service center and error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion the internal battery need to be replaced to resolve the issue. Additionally, during the service of the device, components were recommended to be replaced due to cosmetic/physical damage or as part of maintenance of the device unrelated to the reported malfunction. No repairs were performed, and the device was placed on hold while awaiting the internal battery. If any additional information is received, a follow-up report will be filed. New information: during the evaluation of the trilogy 100 ventilator at the manufacturer service center and error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion the internal battery was replaced to resolve the issue. The device passed all testing. Box h conclusion code is updated.